Event description:
It was reported that the customer has had patients experience hospital acquired pressure injuries in the departments where they utilize the isotour standard mattresses. Further information has not been provided.

Event description:
It was reported that the customer has had patients experience hospital acquired pressure injuries in the departments where they utilize the isotour standard mattresses.

Manufacturer narrative:
The customer communicated that they did not document any serial numbers of the units the alleged issue occurred on. The customer stated that they believed the pressure injuries were located on either the sacral region or the heel. However, this could not be confirmed as the customer did not document this. Additionally, it was communicated that the customer did not complete a root cause analysis or investigate the alleged issue themselves and is not able to provide any further information. Based on the information provided by the customer, it could not be confirmed that the product caused or contributed to the alleged issue. Additionally, there are many factors that contribute to pressure ulcer development including heat, moisture, pressure braden scale ratings, patient mobility, nursing monitoring, and rotation schedules. This issue was resolved for the customer by providing additional training on utilizing the support surface and confirming that no further action was required regarding this alleged issue. H3 other text : actual device not identified.